Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline vantage migrated after deployment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the m1 segment. The landing zone was 3.2mm distally and 2.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the device well positioned with 5mm proximally and 3 distally. It was reported that a ped3 was positioned with 3-4mm of landing zone distally and 5-6mm proximally. The day after, it migrated from the distal part inside the aneurysm. The cause was noted that it was not stable. The pipeline was implanted at the intended location and full wall apposition was achieved. There were no side branches covered by the pipeline. The pipeline was used for an indication that is approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received that on (B)(6) 2026, they implanted another ped3 3.5x20 inside the first one. The implant was successful, the second flow divertor is stable and keeps the first one stable also. Treatment of the aneurysm was adequate after the migration. The pru level was 260.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.